Event description:
It was reported the patient stated they have a lump coming out of their lower spine. The lump is located where the tined lead should be. The patient believes their lead has moved and is starting to poke out. The patient does not feel pain nor discomfort. The patient said they did not fall nor hit themselves on or near the implant site. The patient stated their stimulation is still working well and has not seen or felt any changes to their therapy. The patient does not feel poking feeling from inside the lump. The patient complained of a bulging lead. When referring to the picture of the lead site, the skin looks intact. The patient was asked to call the office and speak with a nurse. They were also asked to watch for soreness and infection. Their stimulation was felt in the correct areas. The patient's next appointment is in october. The clinical specialist have not had any interaction with the patient since the initial call.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of extrusion and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient stated they have a lump coming out of their lower spine. The lump is located where the tined lead should be. The patient believes their lead has moved and is starting to poke out. The patient does not feel pain nor discomfort. The patient said they did not fall nor hit themselves on or near the implant site. The patient stated their stimulation is still working well and has not seen or felt any changes to their therapy. The patient does not feel poking feeling from inside the lump. The patient complained of a bulging lead. When referring to the picture of the lead site, the skin looks intact. The patient was asked to call the office and speak with a nurse. They were also asked to watch for soreness and infection. Their stimulation was felt in the correct areas. The patient's next appointment is in october. The clinical specialist have not had any interaction with the patient since the initial call.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.